Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of backflow was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be pvc, between the housing seal and the diaphragm. The cause of the check valve failure is a pvc particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Event description:
Stat blood work was performed as a result of this event. Results were not provided.

Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17013082 is 07613203021012. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 50ml secondary solution of potassium was programmed to infuse for 1 hour however after 5 minutes the bag was 90% empty. The 1000ml of primary solution was noted to be half full at the time of this event and it is unknown how much was in the bag when the potassium was initiated. There was no patient harm and the customer stated there were no arrhythmias noted.

Manufacturer narrative:
Concomitant products: non-bd sec tubing; 1000ml baxter bag ndc 0338-0049-04 lot number y229518 exp sep 18 0.9% sodium chloride attached to 2420-0007; 100ml hospira bag ndc 0409-7075-14 lot number exp 1 aug 2018 potassium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.